Event description:
When the operator attempted to use the hand pendant to position part of the clinac all of the motion axes (collimator, gantry, and couch vertical, longitude, lateral, & angle) began to move at full speed unexpectedly. The motions stopped when the motion enable bars (meb) were released. No pt was injured during this event.

Manufacturer narrative:
Root cause analysis determined that the cause of the unwanted motion problem is any potential loss of reference voltage to the pendant firmware. In these circumstances, the pendant will produce a signal equivalent to a full thumbwheel deflection. One potential cause of a loss of reference voltage is a transient failure of the pendant cable, which could then result in unwanted drive commands when the meb's are enabled. A correction to this anomaly has been developed that will effectively prevent further occurrences of unwanted clinac motions due to pendant firmware failures. Varian's original risk assessment determined that, due to multiple mitigating factors, such as release of the meb's or the close availability of emergency off buttons, if the incident were to recur, it would not be likely to cause or contribute to serious injury or death. However, a quality process review determined that, because of the severe worst-case scenario, an MDR was appropriate. A pnl has been sent to the affected customers. This is an equipment corrective action, as indicated above, which will be taken in the field. All corrective actions will be reported under the guideline 21 cfr 806.